Event description:
It is reported that the patient presented to office, and was diagnosed with a superficial infection. A revision of the implant was conducted as the treatment in 2008. The device was implanted in 2008 and revised at about 16 days later.

Manufacturer narrative:
Other device used: catalog #00598801014, nexgen complete knee solution stem extension straight, lot # unknown; catalog #00598002702, nexgen complete knee solution stemmed tibial baseplate, lot # unknown; catalog #00598801215, nexgen complete knee solution stem extension straight, lot# unknown; catalog #00599402217, nexgen complete knee solution legacy knee-constrained condylar knee articular surface with locking screw, lot# unknown; catalog #00597206532, nexgen complete knee solution all poly patella, lot# unknown. Evaluation summary. No product or manufacturing lot identification was available for evaluation. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 10-6 or better. Therefore, it is unlikely that the specified devices caused or contributed to the patient infection. Evaluation codes: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.